Event description:
The customer alleged the temperature of the water was very hot. The customer was concerned about damaging the scopes. The customer did not know the temperature of the disinfectant solution and was also unaware of the ambient temperature inside the unit. In addition, the customer stated the unit was turned off in the middle of the cycle and the temperature of the fluid was 127 degrees fahrenheit. There was condensation inside the unit. The customer stated the fumes from the disinfectant made him dizzy. The customer stated the room was small and did not have good ventilation. Subsequently, the customer stated four healthcare workers experienced adverse effects from the cidex opa fumes. The first healthcare worker experienced "dry throat, shortness of breath, confusion/slowed thought process, burning eyes, nasal symptoms, hypertension, and tachycardia" for a duration of 1-3 hours. The healthcare worker was admitted to the ER and was later discharged. The room was evacuated shortly after. The customer later stated the healthcare worker had completely recovered from the symptoms and returned to work. An (B)(6) field service engineer (fse) is scheduled to assess the unit on site.

Manufacturer narrative:
(B)(6), co manufacturer provides all maintenance and technical support for this device. (B)(6) is evaluating this incident and will resolve/correct the problem. Additional information regarding this incident (exposure to cidex opa) has been requested from (B)(6).